Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to hypersensitivity to latex or bacterial infection. The lot number is unknown; therefore, the device history record could not be reviewed. A labelling review was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient experienced frequent utis with the use of the foley catheter. It was unknown what medical interventions were given for the uti. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced frequent utis with use of foley catheter. It was unknown what medical interventions were given for the uti. No medical intervention was reported.